Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: metsemakers, w.j., reul, m., and nijs, s. (2015). The use of gentamicin-coated nails in complex open tibia fracture and revision cases: a retrospective analysis of a single centre case series and review of literature. Injury - international journal of the care of the injured, volume 46, p2433-2437. This report is for an unknown etn protect with unknown part and lot numbers. UDI unavailable; part number unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: metsemakers, w.j., reul, m., and nijs, s. (2015). The use of gentamicin-coated nails in complex open tibia fracture and revision cases: a retrospective analysis of a single centre case series and review of literature. Injury - international journal of the care of the injured, volume 46, p2433-2437. [Belgium]. This was retrospective review of a study performed between january 2012 and september 2013 for synthes device, etn protect. The study population included 16 patients with 16 fractures; mean age of 48.3 years, ranging 26-77 years; 11 males, 5 females; and 5 polytrauma patients. Patients were divided into 2 groups. The first group included 11 patients with acute fractures and were treated with etn protect: 9 of the 11 patients had open tibia fractures and were treated with etn protect; 6 of the 9 patients had external fixation before imn; two patients had closed fractures with an external fixator; one of the 2 had external fixator removed after 15 days and the other patient had it removed after 56 days, before the intramedullary nailing was performed. The second group included 5 complex revision cases; all of these patients had 3 prior operative interventions and were revised to etn protect because of an infected nonunion. Complications: four of these patients had a nonunion after etn protect was implanted and needed another surgical procedure. Two of the patients were acute fractures and the etn protect was left in place. In the revision case, an external ring fixator was removed 9 months after bone transport, due to persisting nonunion and the patients request to remove the external fixator and then the synthes device was implanted. Another patient with an acute fracture with a nonunion had removal of the etn protect and bony healing occurred without infection. This is report #1 of #1 for (B)(4). This report is for an unknown etn protect with an unknown part number, lot number and quantity.